Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 573 mg/dl. Customer reports the following symptoms related to their high blood glucose nausea, extreme thirst and blurred vision. The caller states that she changed the set and took a bolus to treat the high. The caller declined the high blood glucose protocol, as caller stated she found the issue was that the infusion set was disconnected at the quick release, that she was not receiving insulin, and once she changed the info set, the sugars returned to normal. The customer's current blood glucose: 126 mg/dl. The insulin pump will not be returned for analysis.